Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen tibial tray, catalog #: n,I lot #: ni, unknown nexgen femoral component, catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee arthroplasty revision to address instability and articular surface implant fracture post-operatively. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of pictures provided confirmed the device was fractured. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.